Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall that persisted after multiple restarts, and a replacement device was arranged with instructions to shut down the pump and return it after syncing data; blood glucose was reportedly unaffected and the patient was advised to continue cgm use. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included device replacement, user education on shutdown and return, and planning for device evaluation upon receipt. Investigation of this device revealed a suspected pump motor stall consistent with a mechanical or drive malfunction of the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction.